Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was capped due to noise on pace sense portion of the lead. A new lead was implanted and patient was given antibiotics. No additional adverse patient effects were reported.